Manufacturer narrative:
The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. Device labeling: directions for use should the final position of the xen®45 gel stent not be in the correct location (e.g., if the stent extends too far into the anterior chamber), the device may be exchanged. To exchange the device, grasp it near the point where it enters the angle. Gently pull the device away from the angle. Once you feel the stent move, release it and then grasp it again near the point where it enters the angle. Repeat this process until the stent is completely within the anterior chamber and can be removed through the corneal incision. The replacement stent should be implanted in the same quadrant or as near as possible to the original location of the removed stent using the same technique as implantation of the initial stent. If the xen®45 gel stent is positioned too far into the subconjunctival space, remove it through a small conjunctival incision using forceps.

Event description:
Healthcare professional reported xen®45 gts deploy incorrectly as patient moved their eye. Affected eye unknown.